Event description:
Note: boston scientific corporation became aware of the reported event through various legal documents; the events had not been previously reported to bsc. The complainant reported that a male patient (age unknown) had undergone a therapeutic enteryx procedure to treat this acid reflux condition (gerd) in 2007. The complainant reported that the patient was injected with the enteryx polymer into his lower esophageal sphincter to treat the gerd condition. The complainant reported that since the procedure and currently, the patient continues to suffer from severe, serious and permanent injury. These injuries were described as "physical and emotional pain and internal injuries." There was no additional information available from the complainant regarding this event.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a failure analysis is not available and the relationship between the device and the cause for this event is undetermined. The product was recalled september 2005.